Event description:
It was reported during an initial implant procedure that the physician had difficulties inserting and removing the lead from the header of the pacemaker (pm). The pm was not used and a new pm was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of difficulty tightening the ventricular setscrew and untightening it was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the torque wrench into the ventricular setscrew inset. This led to the wrench stripping that portion of the lead, and the setscrew cannot be tightened once it has been stripped. The cause of the event was due to incorrect usage of the torque by the user, which caused the damage inflicted to the setscrew.